Manufacturer narrative:
This lead remains implanted, not in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedances has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range of shock impedance (greater than 185 ohms). The lead remains implanted. No adverse patient effects were reported. New information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service), due to high out of range shock impedance. A new rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported.